Manufacturer narrative:
.

Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. The capsule fell off into the patient's stomach. When the clinician retrieved the capsule, blood was found in the stomach, which was from the capsule. The procedure was then aborted. The hcp confirmed that no intervention was needed and the patient is ok.